Manufacturer narrative:
Unit p-cap, reservoir locked properly in place. Unit received with minor scratched lcd window and cracked glass. After battery installation unit gave an unexpected blank/white display due to cracked lcd controller. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the display of insulin pump had damaged. No harm requiring medical intervention was reported. The device will be returned for analysis.